Event description:
Pt complained of pain. A revision surgery was performed.

Manufacturer narrative:
Document review: versafitcup double mobility metal back 52 mm: (B)(4) / lot 092014 (50 cups produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. Forty nine items belonging to this lot have been already implanted and no incidents have been reported up to now. Revision surgeon stated the cup was too large and the primary surgeon did not ream deep enough; the revision was done without any problem. The surgeon would not give the explanted items to the agent, they will not be returned. From the data collected, the event is highly unlikely device related, but probably due to a mistake during the primary surgery.